Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with unresponsive buttons as a result of corroded keypad traces. Unable to confirm the alarm. The device was received with scratched screen, cracked reservoir tube lip and tube threads as well with missing end cap sticker. (B)(4).

Event description:
It was reported that the customer's insulin pump had a button error alarm and the escape and activate buttons were not responding. Advised the caller to discontinue use of the device and revert to back up plan. No further information was provided.